Event description:
It was reported that, after a thr had been performed in which a spectron/r3 system was implanted, the patient experienced pain and symptoms of infection, which resulted in wound breakdown. The pathology revealed that a gentamycin-resistant organism was present from previous tests. The first-stage revision surgery was perform to treat the infection: fluid and tissue samples were taken out and the retrieved implants were sent for sonication pathology testing. The cement spacer was placed in situ. The second-stage revision surgery will be conducted after the long-term antibiotic treatment that is necessary to address the infection.

Manufacturer narrative:
It was reported that after a thr with specton system was implanted, the patient experienced pain and symptoms of infection which resulted in wound breakdown. The first-stage revision surgery was perform to treat the infection. The associated device, used in treatment, was not returned for evaluation. Thus the product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.